Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.